Manufacturer narrative:
Code - the review of the mfg paperwork verified that this lot met all pre-release specs. The exact cause of the device migration could not be determined with the provided info.

Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprosthesis. On (B)(6) 2013, f/u imaging identified a distal type I endoleak with no note of aneurysm growth. It was reported either the angle of the devices, or the pt's high dose of steroids that reportedly compromised the integrity of the lumen, caused the contralateral leg component to migrate proximally approx 3-4 cm. It was also reported the device was pushed to the outer curve of the aneurysm sac due to the flow dynamics. On (B)(6) 2013, an add'l procedure was performed whereby a contralateral leg component was implanted for extension to the hypogastric artery. Final imaging showed the endoleak was resolved, and the pt tolerated the procedure.